Event description:
It was reported during a survey that during patient use of the device, the patient experienced pain. No other information was provided.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No investigation or root cause analysis could be conducted given that no complaint sample was returned. D4: UDI information and catalog number were unknown. E4: unknown.